Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-23us, serial/lot #: d731767, ubd: 04-dec-2023, UDI#: (B)(4) ; product ID: d-evprop2329us, serial/lot #: 0010866029, ubd: 24-sep-2023, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted too shallow. A second valve was implanted. Following completion of the procedure, ventricular fibrillation occurred and coronary artery occlusion was suspected. Cardiac catheterization revealed low flow to the left coronary artery. Catheter treatment was performed, and a stent was placed in the left main trunk (lmt), however adequate flow could not be obtained. Bypass surgery was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-23us, serial/lot #: (B)(4), ubd: 04-dec-2023, UDI#: (B)(4) ; product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 24-sep-2023, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted too shallow. A second valve was implanted. Following completion of the procedure, ventricular fibrillation occurred and coronary artery occlusion was suspected. Cardiac catheterization revealed low flow to the left coronary artery. Catheter treatment was performed, and a stent was placed in the left main trunk (lmt), however adequate flow could not be obtained. Bypass surgery was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The implant date of the valve was inadvertently omitted from previous reports and was added to section d. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve dislodged to the aortic side after implant. The second valve was implanted due to concern for further displacement of the valve toward the aortic side. Following implant, bradycardia was noted along with ventricular tachycardia. Cardiopulmonary resuscitation (CPR) was performed. A guidewire was able to be inserted between the first and second valves. When the balloon was inflated, left coronary artery (lca) blood flow improved. However, the coronary stent was unable to pass through, therefore coronary artery bypass graft (CABG) was performed. Cardiac function improved. Three days after implant, computed tomography (CT) was performed due to a reduction in right arterial pressure. CT revealed a contrast defect and thrombus on the valve was suspected. CT revealed a cerebral infarction of the left occipital lobe. Anticoagulation was administered. Six days after valve implant, CT revealed no major changes and no new infarction. The CT also revealed no thrombus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cause of the coronary occlusion was high implant position of the first valve due to dislodge. The patient recovered following surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that both valves remained implanted. Updated data: h6 method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.